Event description:
The customer reported the tube would not move into the park position. The system had to be rebooted. This will prevent the system from performing fluoroscopy, rendering the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube release button was evaluated and replaced. The system was tested and found to be working as intended and returned to service.